Event description:
It was reported that the device received an alert due to high out of range pacing impedance measurements on this right atrial (ra) lead. Upon review, the daily trend showed a gradual increase, and the impedances were high at 2101 ohms. There was no noise observed. The health care professional (hcp) decided to increase the pacing impedance cut off range and the plan was to continue monitoring. This ra lead remains in service. No adverse patient effects were reported.